Manufacturer narrative:
The insulin pump was received missing segments due to cracked lcd zebra connector. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The displacement test is functioning properly. The motor passed the motor test. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had partial display issues. The customer stated that his pump had two lines inside his led screen. The customer's blood glucose was 72mg/dl. The customer had two blank areas on screen. We performed displacement test and the pump showed no reservoir. The customer was advised the pump will be replaced.